Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and/or falling out. It is unknown on which firing this occurred. It is unknown if a cholangiogram was used. Another clip applier was used to complete the procedure, however it is not known if it was an er320 or an er420. No patient consequences were reported. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the devices all scissor or did they all just fall out? Dr. Just complained of scissoring. Did they do a cholangiogram on any of them? Yes on all but they usually clip the duct before the cholangiogram cath. How did they complete the procedure, get another clip applied, er320 or er420? They completed with the er420 which firing did the clip come off on, first, second or further down? On some incidence 2 clips would come out. One would be clipped the other wouldn¿t even be squeezed. Sometimes they would come off after clipping them on for the 1st 5 clips. Some would scissor right off the bat. It is unknown which surgeon used the device. Was given lot# m4h77w, but is unsure if the device is from this lot. Procedure date was either (B)(6) 2015, but not sure which.